Event description:
Boston scientific crm received information that this device was explanted for normal battery depletion. There were no known allegations against the device, and no reports of adverse patient effects. This device is included in themid-life display of replacement indicators advisory population initially communicated 3/10/2007.

Manufacturer narrative:
Upon return to boston scientific crm's post-market quality assurance laboratory, a review of device memory revealed the device declared its elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. Additional lab analysis and testing showed eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of device internal battery impedance. The eol (end of life) indicator was not declared while the device was in service. Testing confirmed all device therapies were available. This issue is discussed in the quarter 3, 2010 version of our product performance report.